Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a cartridge leaked during priming, and the user replaced it with a new cartridge and successfully completed the supply change following proper procedure. Symptoms included no reported adverse clinical effects. Outcomes included uninterrupted therapy after the cartridge was changed. Investigation included collection of the suspect cartridge for evaluation and confirmation that the user followed the recommended steps, including correct fill volume and connection after rewind. Investigation of this case revealed a leaking cartridge consistent with a device component issue involving the cartridge and its connection interface, though the replacement cartridge functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to a defective cartridge.